Event description:
Event description guidant received information that the patient with this implantable cardiac resynchronization therapy-defibrillator (crt-d) reported his device was emitting beeping tones. The patient complained of malaise and shortness of breath.